Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had absence of insulin flow blocked alarm. The customer's blood glucose level was 19.9 mmol/l at the time of incident. The customer tried all remedies but issue of insulin flow blocked alarm was unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump was tested with a water infusion set with no air bubbles anomaly noted in reservoir. Insulin pump received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.